Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual inspection. No product was returned for analysis, and the provided photos were of xen final product package and label. The cause could not be evaluated with the photos provided.

Event description:
Healthcare professional reported it was hard to push the slider against the xen®45 gts. There was no patient contact.

Manufacturer narrative:
Device evaluation: functional evaluation of the returned device noted: the slider was moved the entirety of the travel distance with ease in all three angles. Needle moved in tandem with the slider knob. Because the complaint cannot be attributed to the device from the functional tests, the complaint is not confirmed.

Event description:
Healthcare professional reported it was hard to push the slider against the xen®45 gts. There was no patient contact.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported it was hard to push the slider against the xen®45 gts. There was no patient contact.